Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. (B)(4).

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer states that he read 90mg/dl and his normal is around 150 to 200 mg/d - fasting. Strip expiration date is 03/31/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Back to back blood test performed and results are 101mg/dl and 109mg/dl - fasting. Reviewed meter memory (B)(6).